Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive on the bending section cover (a-rubber) is detached. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited that the adhesive on the bending section cover (a-rubber) is detached. There were no reports of patient involvement.